Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitudes, noise, oversensing, and an inappropriate shock. It was noted that testing was performed and the device was reprogrammed. An xray was also performed which looked ok. Technical services (ts) discussed further troubleshooting and programming options. Additional information was received which indicated that, this s-ICD delivered an inappropriate shock due to small r waves and myopotential oversensing. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.